Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during fill was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) did not know how the air got into the lines. The hp did not note any visual abnormalities with the disposables. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then recommended to discard all the supplies and contact their nurse. The hp stated they would finish therapy with manual supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp did not know how the air got into the lines, and did not note any visual abnormalities with the disposables. The hp notified their nurse regarding the alarm. The hp was continuing therapy without any other complications.